Event description:
After using tampons, the consumer experienced stomach pains. After visiting the hospital, she was diagnosed with bacterial vaginosis and pelvic inflammatory disease.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.